Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that a patient was implanted with a prodisc c device. Patient became symptomatic and had a positive pet scan result and a removal surgery was completed and the patient was fused on (B)(6) 2025. The patient had a fused level below the prodisc c and it was hard to determine which level was symptomatic. A DHR review could not be completed as the part number and lot number were not provided and could not be determined during the course of the investigation. Complaint trending found that the rate of complaints is within the level outlined in the risk documentation. A review of the risk assessment found that the hazards associated with this complaint are identified and mitigated to a level where the clinical benefits outweigh the risks. The implant was not returned for device evaluation following the removal surgery. Imaging was provided that showed the positive pet scan result. There were no anomalies identified during the complaint investigation. The removal was completed due to the positive pet scan result. The submission is 1 of 1 devices involved in this event.

Event description:
A patient was implanted with a prodisc c device. Patient became symptomatic and had a positive pet scan result and a removal surgery was completed and the patient was fused on (B)(6) 2025. The patient had a fused level below the prodisc c and it was hard to determine which level was symptomatic.